Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not reach the target vein due to the patient's anatomy. As soon as the lv lead was positioned, it dislodged. The physician gave up implanting the lv lead at that time because of patient¿s anatomical condition and cardiac function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).